Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: "the screen turned green and flash." Probable root cause: could not confirm the reported green screen and flash issues. Observed a minor yellow/green image tint which was resolved by white balancing against a white surface. No other faults found on device. The reported failure mode may be caused by improper insertion of camera cable connector into mating vpi connector, this can lead to an intermittent connection between the vpi and camera. The device manufacture date is not known.